Event description:
The customer reported that unit has a touchscreen error on bootup. No pt injury was reported.

Manufacturer narrative:
The ge service rep informed customer of defective touchhscreen. Customer declined further service and opted to self repair. System not operational at this time.